Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with inspecting and cleaning the pump, removing it from its case, and eventually filling and loading a new cartridge. Customer successfully completed the loading process and resumed insulin.